Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 125 ohms and t-wave oversensing. There was no pacing inhibition or inappropriate tachycardia therapy as a result. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.